Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door not fully latched messages, caused by a door that was difficult to close. The door hooks were replaced.